Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. No data was provided for evaluation. A follow up report will be submitted once the evaluation has been completed.